Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify: ¿the blade did not retract¿? The device did not cut. The blade did not advance. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? Na. Did the jaws eventually open? Na. What measures were taken to open the jaws and retract the knife blade? Na. Did the device lock-out (no staples deployed and no cut line started)? No cut line started. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No cut line started. Was there any difficulty loading a reload cartridge in the device? No.

Event description:
It was reported that during an unknown procedure, the blade did not retract. Another device was used. There were no patient consequences reported.